Event description:
Philips received a report that the quadrature body coil (qbc) seal is damaged. This seal is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal is damaged it is likely that this could lead to serious injury.

Manufacturer narrative:
Corrections: the 510k number mentioned was incorrect, in this record the applicable one is used. This emdr was send by mistake, the system type mentioned, 781341 is not on the list off applicable systems for the correction mentioned in 2023-pd-mr-013.